Event description:
It was reported to philips that the system was displaying an error message as "x-rays unavailable" hence no x-rays were emitted. There was no harm reported. Philips has started an investigation of the complaint.